Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's ipg was non functional. It was noted that the patient had a non device related surgery wherein a bovi was used and damaged the ipg. The patient underwent an ipg replacement procedure. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.